Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient's (hp) nurse, (B)(6), on (B)(4) 2011 regarding the reported system error. The hp's nurse stated that this was not reported to her. The hp's nurse stated that the hp has been doing fine and in fact, has been in for several visits since then. The hp's nurse stated that there was no patient injury or medical intervention. The sample was not returned for evaluation; therefore, the system error 2240 could not confirmed and the root cause could not be determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during dwell 6 of 8 on the homechoice (hc). The patient was connected at the time of the alarm and had not disconnected prior to the alarm. The bags were spiked correctly and there were not any open clamps on the unused lines. Nothing unusual was noted with the supplies. The cause for the alarm was undetermined. The technical service representative had the patient cycle the power cleared and explained alarm. The patient did not have manual supplies. The patient was instructed to contact the nurse concerning the alarm as well as any missed therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The supplies were discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.